Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported that following an unrelated procedure, where patient had enabled surgery mode and yet was unable to reconnect. Company manufacturer met with patient and troubleshooting was unable to reconnect with external devices. As such, surgical intervention is pending to address the issue of inoperable ipg.